Event description:
It was reported that the ilet pump did not deliver adequate corrective insulin when the user was without a connected continuous glucose sensor and relied on infrequent manual blood glucose entries, with a reported blood glucose over 400 mg/dl. The user transitioned to backup therapy until a new sensor could be obtained. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary use of backup therapy without emergency care or hospitalization. Investigation included review of device-use data and user education regarding dosing behavior. Investigation of this case revealed that the pump was operating but could not calculate automated corrections without continuous glucose monitor (cgm) data, and intermittent manual entries were insufficient to guide dosing, consistent with use error and expected device behavior when the sensor is not present; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use and therapy interruption due to absence of cgm data.

Manufacturer narrative:
Initial.